Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (353 mg/dl-480 mg/dl). Customer administered a manual bolus using an insulin pen, and changed out the cartridge and infusion set. During follow up that same day, the customer indicated that bg level had decreased to 236 mg/dl.